Event description:
The customer's father reported that his daughter "had a seizure" and was "not responsive." He said the pdm "was reading 365 mg/dl and then 65 mg/dl"; he believed these "inconsistent readings" had caused the seizure. Note: a control solution test had been performed with the pdm and readings fell "within range." The customer was "doing better" the day following the event. A back-up meter will be used in place of the pdm. The pdm will be returned for eval.

Manufacturer narrative:
The pdm will not be returned for eval. We are unable to test the functionality of the bg meter to determine the device was capable of providing accurate bg readings. Based solely on the info provided in the report, we are unable to conclude that a device malfunction may have caused or contributed to erroneous bg readings, resulting in the customer's seizure. No conclusion can be drawn. Note: a control solution test had been performed and results fell "within range," which is an indication the pdm was functioning properly (though this cannot be confirmed without an investigation). Per user guide instructions, a back-up meter was used to confirm bg readings when readings from the pdm became suspect. A review of lot qualification records was unable to be performed as no lot number was provided.